Manufacturer narrative:
The reporter stated many bubbles were observed on the surface of the total psa reagent. Other reagent packs had foam on the surface, but not as much as the total psa reagent pack. The instrument mixer appeared to be slightly bent. The field service engineer checked the instrument. The mixer was replaced and the position was adjusted. The mixer rotation/speed was checked and was within specifications. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted with a total psa value of 0.014 ng/ml. The sample was repeated two more times, resulting with values of 4.5 ng/ml and 4.57 ng/ml. The sample was then aliquoted into 5 sample cups and repeated, resulting with the following values: 4.33 ng/ml, 4.28 ng/ml, 0.063 ng/ml, 3.36 ng/ml, and 3.23 ng/ml. The total psa reagent lot number was 381505. The reagent expiration date was requested, but not provided.